Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Violence, overturning by bicycle. Update per email received: "during the overturn, the knee was twisted with force the patient was reoperated were they changed the insert."

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: material analysis of the returned device concluded the following: the damage present on the posterior portion of the medial condyle, was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: adverse event identified bicycle accident leading to knee instability and revision surgery. Hazards: none clearly related to implant. Conclusion of assessment: the revision surgery was confirmed. The reason for the revision was knee instability which was resolved with a polyethylene swap. Obtaining the implant would confirm whether there was damage to the polyethylene. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported revision due instability was confirmed by medical review. The instability was due to a bicycle accident suffered by the patient. Subsequent return of the device found that the damage present on the posterior portion of the medial condyle, was consistent with delamination and material loss. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Violence, overturning by bicycle. Update per email received: "during the overturn, the knee was twisted with force the patient was reoperated were they changed the insert".